Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "in this extremely active and athletic patient, periodic symptoms may represent subluxation of the total hip arthroplasty at the extremes of motion. Consistently benign x-ray appearance over six-and-a-half years, unremarkable mris in (B)(6) of 2014 and (B)(6) of 2016, and modest elevations of serum cobalt and chromium levels are not alarming, nor represent progressive pathology. There is no evidence that factors of faulty component design, manufacturing or materials are responsible for this clinical situation." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. The consulting clinician stated that periodic symptoms may represent subluxation of the total hip arthroplasty at the extremes of motion but consistent benign x-ray appearance and modest elevations of serum cobalt and chromium levels are not alarming, nor represent progressive pathology. There is no evidence that factors of faulty component design, manufacturing or materials are responsible for this clinical situation. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned to the manufacturer.

Event description:
It was reported that the patient stated mid year of 2012 he started to feel uncomfortable. The pain in his thigh is psoriatic, pain level is a 3. Ten times since his surgery he experienced a sharp pain in his hip socket - seems like the hip locked or dislocated. Patient has returned to his surgeon five times since this issue started. He had two series of blood work which indicated cocr is elevated, also had an MRI. Surgeon stated patient may have a back problem. Patient will be seeing surgeons son the first week in march for second opinion and possible revision. Patient is an avid skier and continues to ski. Update as per patient (B)(6) 2017: pain has gotten worse.

Manufacturer narrative:
An event regarding alleged pain, dislocation, abnormal ion levels, poly wear, corrosion and altr involving a trident liner was reported. The event for wear was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: the provided primary and revision operative reports, MRI, histopathology and lab reports and x-ray printouts were reviewed by a consulting clinician who indicated: "in this extremely active and athletic patient, periodic symptoms may represent subluxation of the total hip arthroplasty at the extremes of motion. Consistently benign x-ray appearance over six-and-a-half years, unremarkable mris in (B)(6) of 2014 and (B)(6) of 2016, and modest elevations of serum cobalt and chromium levels are not alarming, nor represent progressive pathology. There is no evidence that factors of faulty component design, manufacturing or materials are responsible for this clinical situation." "Review of this additional documentation, including surgical histopathology report, which is consistent with expectant poly debris and not diagnostic of pathologic trunnionosis or altr, does not alter the conclusions of my previous report." "Included are the complete hospital records of the admission of (B)(6) 2017, including the previously reviewed left total hip arthroplasty operative report and surgical pathology report. The pathology report describes tissue labeled ¿left hip synovium¿ as ¿a fragment of pinkish tan tissue measuring 2.4 x 1.2-cm¿. This is not consistent with metallosis." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review : there have been no other similar events for the lot referenced. Conclusions: the reported event for wear was confirmed on the basis of the provided primary and revision operative reports, MRI, histopathology and lab reports and x-ray printouts reviewed by a consulting clinician indicating: "in this extremely active and athletic patient, periodic symptoms may represent subluxation of the total hip arthroplasty at the extremes of motion. Consistently benign x-ray appearance over six-and-a-half years, unremarkable mris in (B)(6) of 2014 and (B)(6) of 2016, and modest elevations of serum cobalt and chromium levels are not alarming, nor represent progressive pathology. There is no evidence that factors of faulty component design, manufacturing or materials are responsible for this clinical situation." "Review of this additional documentation, including surgical histopathology report, which is consistent with expectant poly debris and not diagnostic of pathologic trunnionosis or altr, does not alter the conclusions of my previous report." "Included are the complete hospital records of the admission of (B)(6) 2017, including the previously reviewed left total hip arthroplasty operative report and surgical pathology report. The pathology report describes tissue labeled ¿left hip synovium¿ as ¿a fragment of pinkish tan tissue measuring 2.4 x 1.2-cm¿. This is not consistent with metallosis." If additional information and/or devices becomes available, this investigation will be reopened.

Event description:
It was reported that the patient stated mid year of 2012 he started to feel uncomfortable. The pain in his thigh is psoriatic, pain level is a 3. Ten times since his surgery he experienced a sharp pain in his hip socket - seems like the hip locked or dislocated. Patient has returned to his surgeon five times since this issue started. He had two series of blood work which indicated cocr is elevated, also had an MRI. Surgeon stated patient may have a back problem. Patient will be seeing surgeons son the first week in march for second opinion and possible revision. Patient is an avid skier and continues to ski. Update as per patient (B)(6) 2017: pain has gotten worse. Update as per legal per 1/22/2018: it is reported from the attorney through the filing of a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2010 where he was implanted with a stryker hip system. It is further alleged that the patients left hip had to be revised on (B)(6) 2017 due to excessive levels of chromium and cobalt revealed in blood work. Update event as per review of the medical review dated 09/28/2017: "on (B)(6) 2017 a revision of the right total hip arthroplasty (two components) and debridement of altr was performed for a diagnosis of ¿failed left tha secondary to altr¿. "The report notes, ¿crp and esr normal, increased cobalt consistent with altr. Femoral head removed ¿ extensive black corrosion/sludge debrided with a wet lap.¿ "review of this additional documentation, including surgical histopathology report, which is consistent with expectant poly debris and not diagnostic of pathologic trunnionosis or altr, does not alter the conclusions of my previous report."